Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an authorized speaker called and stated that the system wasn't suctioning properly. Rep offered to troubleshoot with her but she was busy at the time of the call. She then stated that she would like to call us back when she is available to conduct the troubleshooting. The kit is out of warranty and that has been notated on the account.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Authorized speaker called and stated the system wasn't suctioning properly. Rep offered to troubleshoot with her but she was busy at the time of the call. She then stated that she would like to call us back when she is available to conduct the troubleshooting. The kit is out of warranty and that has been notated on the account.